Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call, the insulin pump is beeping however no alarms are displayed on the device or in the alarm history. Customer's blood glucose was 203 mg/dl. The device is set to beep when alert occurs. Self-test was performed and the device did vibrate. Customer was advised to monitor the device and call back if issues persisted.